Manufacturer narrative:
Corrected data: the initial manufacturer report had inadvertently noted (type of reportable event) that the event was a serious injury report and should have been a malfunction. This supplemental manufacturer report is being submitted to correct this data.

Event description:
It was reported that the patient underwent generator replacement on (B)(6) 2013. The generator has not been received for analysis to date.

Event description:
Clinic notes dated (B)(6) 2013 indicate the patient's last seizure was on (B)(6) 2006, making her seizure free for six years and eight months. The patient's vns was interrogated and programmed. The patient tolerated the procedure very well. It was stated that due to the long duration of the device implant, a diagnostic evaluation was done which reflected that the patient's output current had decreased compared to the settings, i.e. The device was programmed to 2ma output current, but the patient was receiving 1ma current. The other parameters remained the same.